Event description:
The customer reported that an incorrect (B)(6) result was obtained on a centralink data management system. The customer stated an rlu (B)(6) result was reported to the physician(s) instead of a dose result. The sample was not repeated and there is no information regarding a corrected report. There were no reports of adverse health consequences or known patient intervention due to the rlu (B)(6) result being reported instead of the dose result.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc determined that the customer did not select the dose option on the (B)(6) method definition. The cause of the rlu result being reported instead of the dose result is due to user error. The ccc instructed the customer to ensure correct options are selected on the method definition prior to reporting results. The instrument is performing within specifications. Further evaluation of the device is not required.